Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the reservoir had air bubbles in his tubing. Customer's blood glucose was 295 mg/dl. Bubbles were about 1/16 inches. The insulin pump was not rewound with reservoir in place. Fixed prime was performed until air bubbles were no longer noted. Insulin was not stored at room temp. Customer called back and stated he had an occlusion in the tubing. Connected a new set and the device stated customer had active insulin but stated she did not because it had air bubbles. No further information reported.